Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
An attorney reported that: on or about (B)(6) 2014, the patient underwent a second surgery to replace the faulty battery. The patient never fully recovered from the surgery; his health deteriorated resulting in his untimely death on (B)(6) 2014. But for the failing of the manufacturer's product, the patient would not have needed to undergo a second surgery to replace the battery, and therefore, would not have suffered unnecessary pain, suffering, and death.